Manufacturer narrative:
(B)(4).

Event description:
An endurant iis 25x14x103 stent graft system was implanted in the patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. The infrarenal neck measured 6 mm in length. The physician stated that the patient had shorter aortic neck length than was indicated for the endurant stent graft and that the infrarenal neck was also heavily calcified. It was reported that, during the index procedure, the final angiogram revealed a type ia proximal endoleak. The physician elected to balloon the proximal neck but the type ia endoleak did not resolve. The physician then completed the procedure with the type ia proximal endoleak still present. Per the physician, the cause of the type ia proximal endoleak was due to patient anatomy of a short infrarenal neck and the patient condition of a heavily calcified renal neck. The patient was taken back to the operating room and the type I leak was resolved using another manufacture's stent. No additional sequelae were reported and the patient is fine.